Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that there was a problem with the pcu and 3 pump modules turning off on their own, deprogramming and not infusing medications in the cardiovascular ICU. Also, noted that there were no timers or stop settings programmed at the time. The nurse stated that pump module b turned off, then pump module c did the same thing 4 hours later. Pump module a was in use at the same time. The pcu and 3 pump modules were exchanged and sent to biomed in the same position as they were during use.

Manufacturer narrative:
The customer¿s stated issue the devices stopped infusing and became deprogrammed was not confirmed. Physical inspection showed that the left iui and right iui has fluid residue and one rib is damaged between pins 13 and 14. Review of the pcu error log recorded no errors or malfunctions on the reported incident date. Review of the pcu event log recorded that the devices were powered on (B)(6) 2019 at 4:14:33 am, the ¿adult¿ profile was previously used and kept for the following infusions. Only two pump modules were attached at that time, sn: (B)(4) as channel a and sn: (B)(4) as channel b. Testing performed on the source pcu and pump modules found the devices operating within specifications. The received pcu and pump modules were programmed to infuse after a review of the logs was performed. The connected devices infused for approximately 36 hours without a change in infusion parameters, aside from when the devices transitioned to kvo. All connected devices logs show no evidence of a channel disconnect or a communication error. There was an alaris system time change at 1:49:28 am to 0900 when the user was programming a delay that is shortly after canceled. The new system time remained while any connected devices were infusing. The root cause of the customer¿s complaint was not identified.

Event description:
It was reported that there was a problem with the pcu and 3 pump modules turning off on their own, deprogramming and not infusing medications in the cardiovascular ICU. Also, noted that there were no timers or stop settings programmed at the time. The nurse stated that pump module b turned off, then pump module c did the same thing 4 hours later. Pump module a was in use at the same time. The pcu and 3 pump modules were exchanged and sent to biomed in the same position as they were during use.